Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not delivering insulin as intended. During troubleshooting with tandem technical support, pump was found to be functioning as intended, however, customer maintained that the pump was not functioning properly. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was between 200-300 mg/dl.